Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported that after pairing user receives no sensor detected alert the RMA was created for product return for investigation and sensor replacement due to system performance.

Manufacturer narrative:
The user complained of not receiving signals at all after pairing the device. An RMA was issued for sensor (B)(6) and transmitters sn (B)(6). Only sensor (B)(6) and transmitter (B)(6) were returned to senseonics. Transmitter (B)(6) passed all the tests, and no problem was found with it. Log file analysis showed that the transmitter was unable to link sensor after the firmware was upgrade from 05q to 07q, as one of the asics of the sensor is not functioning. Per system design, detecting a new sensor and linking to the sensor does not work, if the sensor does not have both of the asics functional. The returned sensor was confirmed to have only one functional asic. Firmware requirements were updated to enable detecting and linking, and the algorithm be able to initialize with only one functioning asic in the sensor. Sensor (B)(6) was tested with updated fw and the sensor was able to communicate with the sensor. There was a good and stable signal detection from the app and an excellent and stable signal when the sensor was held right against the transmitter. As part of resolution, a sensor and transmitter replacement was offered to the user. B4. Date of this report: 13 may 2025. G3. Date received by the manufacturer? 13 may 2025. D9. Device available for evaluation? Yes, on 01 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2900. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 58.